Event description:
Pt alleges "I had 2 sets 3 sets of implants at one point and I yesterday the one ruptured I had to take the rupture out of it and put new ones in and I don't know how to, I don't know how to."